Event description:
It was reported by the field clinical representative (fcr) that the patient with this right ventricular (rv) lead recently underwent surgery due to a hemothorax. The evaluation determined that the rv lead had perforated and contributed to the clinical condition. Approximately half of the rv lead was removed during the initial surgery. The fcr did not have details regarding the onset of symptoms, and prior documentation indicated that the rv lead was functioning appropriately at a device check performed one month earlier. The plan was to reopen the device pocket to remove the remaining portion of the rv lead, plug the rv port, and leave the device programmed for atrial pacing and sensing only for the time being. This rv lead was explanted. No new lead was implanted. No additional adverse patient effects were reported.